Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative that the device was not explanted. The physician gave the patient antibiotic, the pocket was opened, cleaned and closed. There were no additional adverse effects reported. The product remained implanted.